Event description:
Boston scientific received info that fluoroscopy revealed this lead had dislodged. Attempts to reposition the lead were unsuccessful as the lead would not stay in place. Therefore, the lead was explanted and replaced. Visual inspection of the lead noted tissue in the helix. No adverse pt effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. Visual inspection demonstrated cuttings in the insulation which originated most likely from the explantation. Furthermore, the lead's distal part was found partly pulled out from the ring electrode. Traction forces during the surgery should be taken into consideration. There was no sign of a material or manufacturing problem.